Manufacturer narrative:
This device is intended for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
It was reported that a screw broke during a procedure. The broken fragments were retrieved and none remained in the patient. The procedure was successfully completed with no delay and no patient injury. This is report 1 of 1 for file (B)(4). This report is for an unknown screw.